Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Battery status is at beginning end of life, normal power consumption used. Analysis was not able to confirm any error messages. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced ventricular fibrillation, which was treated appropriately with a shock and was successfully converted back to a normal rhythm. An interrogation of the device revealed a code 1005, indicating an open circuit condition, high, out of range pacing impedance (greater than 3,000 ohms), high, out of range shock impedance (greater than 200 ohms), noise and high capture thresholds of 7.5 / 2.0 ms. The patient was hospitalized, therapy was deactivated and the patient was scheduled for a system revision procedure. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) device, and right atrial (ra) lead were explanted. The right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service).a new device and new leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned, and analysis is pending. Once the analysis is completed, a amended report will be submitted.

Event description:
It was reported that this patient experienced ventricular fibrillation, which was treated appropriately with a shock and was successfully converted back to a normal rhythm. An interrogation of the device revealed a code 1005, indicating an open circuit condition, high, out of range pacing impedance (greater than 3,000 ohms), high, out of range shock impedance (greater than 200 ohms), noise and high capture thresholds of 7.5 / 2.0 ms. The patient was hospitalized, therapy was deactivated and the patient was scheduled for a system revision procedure. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) device, and right atrial (ra) lead were explanted. The right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service).a new device and new leads were implanted. No additional adverse patient effects were reported.